Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that the opt312 junior cannula broke apart between the prongs after about 7 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint opt312 junior cannula was received at fisher & paykel healthcare and was visually inspected. Results: inspection of the cannula revealed that the cannula was broken in half between the nasal prongs and the left loop pad (wigglepad padding) was missing. A lot check revealed no other complaints for lot 121017. Conclusion: we are unable to determine what caused the cannula to break. The left loop pad (wigglepad) was not provided for evaluation so we were unable to determine what had caused it to detach. The optiflow junior cannula maintains good retention on the infant's face during use. It would only be possible for the loop pad to become detached while the cannula is being removed by the caregiver. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly remove the cannula and also contain the following statement: - "check cannula remains secure on the face. Replace wigglepads if required." Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback.